Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacturing date: oct 24th, 1999. The device history record review could not be performed as the records could not be identified due to the age of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure on a patient's hand, a clamp would not retain tension/position through the ratchet mechanism. It is unknown whether another device was used to complete the surgery. Patient status, surgical delay and whether the procedure was completed successfully are unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) pair of reduction forceps with points (part 398.41.96 / lot a71a43) was received at customer quality (cq) with complaint category "does not/will not function: will not hold". This complaint condition is confirmed and consistent with the reported condition. The complaint condition was able to be replicated. The ratcheting mechanism shows wear and will not hold tension. A definitive root cause could not be determined; however, the complaint condition was most likely caused by wear over the lifetime of this 16+ year old instrument. It is not likely that the design of the instrument contributed to this complaint. Further evaluation shows that this device is part of the small fragment instrument and implant set. It is utilized in various procedures for fracture reduction. This information is provided per the small fragment locking compression plate (lcp) system technique guide. A review of the current design drawing / manufactured revision was performed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, and it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.